Event description:
See intial report.

Manufacturer narrative:
The complained cannula was returned to livanova for investigation. Visual inspection confirmed the disconnection of the silicone cap from the tip of the cannula. This is the unique unit of the affected batch complained for disconnection. The silicone cap is supplied to livanova already co-molded on the tip by a livanova supplier. The supplier has been informed and involved for root cause investigation. According to supplier and livanova investigation results, a rough handling of the cannula by the customer cannot be ruled out as contributing factor of the root cause. The frequency of this type of event is very low (incredible = (B)(4). Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information were not provided. The expiration date refers to the sterile finished cardioplegia cannulae. The complained cardioplegia cannulae (catalog number p616-40/j, lot 1802270189) is not distributed in the USA, therefore the UDI is not applicable. The cardioplegia cannulae item p616-40/j is similar to the cardioplegia cannulae item p616-40, which is distributed in the USA, for which the device identifier is (B)(4). The age of the cannula was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). The cardioplegia cannulae item p616-40/j is not distributed in the USA, but it is similar to the cardioplegia cannulae item p616-40, which is distributed in the USA (510(k) number: k022280). The device manufacture date refers to manufacture date of the sterile, finished cardioplegia cannulae. Per exemption number e2016005. The involved cardioplegia cannulae has been received and sent to decontamination as per (B)(4) procedure on blood contaminated goods. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Not yet returned from decontamination.

Event description:
Sorin group (B)(4) has received a report that, during a procedure, the tip of the cardioplegia cannulae got detached.